Event description:
Failed attempt to break up bladder stones with electrohydraulic lithotripsy following multiple attempts due to intermittent firing problem. A storz lithotrite was then used to crush the stones without success. The lithorite jaws broke apart requiring surgical opening of the bladder to remove the stones.